Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient unable to see anything up close. The lens was exchanged with non-company lens after the initial implant procedure. Clinical reason for explant is +0.40 d myopic miss. Additional information received stating that patient¿s issue resolved.

Manufacturer narrative:
Additional information was provided in d9, h.3., h.6. And h.11. The lens was returned on a triangular piece of small, white medical sponge material placed into a plastic bag. Viscoelastic and blood was dried on the lens. One haptic was bent in gusset area with the distal area folded toward the optic edge. The optic was cut into two pieces, typical in appearance to an insertion and removal. The lens was cleaned with klrp to further evaluate. The bent haptic relaxed into the original position. One optic portion has lines of cracked damage on the anterior and posterior optic surfaces in the shape of an instrument used to grasp the lens. The power and resolution of the returned lens could not be rechecked due to being returned cut into pieces. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The product investigation could not determine the root cause for the reported complaint of "unable to see anything up close". The clinical reason provided for the complaint was due to +0.40 d myopic miss. The product was returned cut into pieces, typical of insertion and removal. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company (1.50 cyl.) 20.5 diopter (1.5 extended depth of focus) lens was removed and replaced with a 21.0 diopter noncompany toric lens. Due to the exchange of the multifocal toric 20.5 diopter lens for a noncompany toric lens that was a half diopter larger may suggest that the half diopter larger power was an improved selection for this patient¿s vision needs. The manufacturer internal reference number is: (B)(4).